Event description:
It was reported that the patient underwent a gynecological procedure to treat stress urinary incontinence on (B)(6) 2006 and mesh was implanted. The patient experienced pain, bleeding, dyspareunia, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures, including a mesh removal surgery on (B)(6) 2008. No additional information was provided

Manufacturer narrative:
It was reported that following insertion the patient experienced urinary tract infection. (B)(4).

Manufacturer narrative:
(B)(4). No conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
Additional narrative: it was reported that the patient underwent sling implantation concurrently with a rectovaginal fistula repair, anal sphincteroplasty and perineorrhaphy. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.